Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for ''general risk - failure - balloon burst'', ''general risk - system components separate during use - balloon'' and ''withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath'' were confirmed by provided imagery. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. In addition, due to unavailability of work order information, review of the DHR and lot history was not able to be performed. Therefore, the presence of a manufacturing non-conformance could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per medical opinion, ''a second 23mm s3u was prepared and deployed in the appropriate aortic position however, the balloon on the second 23mm commander delivery system ruptured as the 2cc's of volume was delivered. The esheath was then removed with intention the broken piece of the balloon/remaining parts of the delivery system would be withdrawn along with the esheath which was not successful''. Imagery was provided showing calcified sino-tubular junction (stj). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration can cause the balloon to burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text: the device was not returned for evaluation.

Event description:
As reported by a field clinical specialist, during a tavr procedure for stenosis with a 23mm sapien 3 ultra valve in the aortic position. The was prepared and deployed in the appropriate position. However, the balloon on the 23mm commander delivery system ruptured as the last 2cc's of volume was delivered from the atrion. The delivery system was withdrawn into the 14f esheath. The implanting physicians were advised to remove the delivery system and esheath as one unit and replace with a new esheath. The implanting physicians did not want to risk losing wire across the valve deployed in the ascending, during the sheath exchange. And stated, that the delivery system was coming out of the esheath without issue. The delivery system was removed from the esheath. However, upon exiting the esheath, it was visualized that the delivery system balloon had broken off and was lodged in the esheath. The delivery system was cut at the balloon/flush port. And the balloon shaft/wire lumen remained on the wire and the delivery system handle/flex catheter were withdrawn from the patient. The esheath was then removed with the intention that the broken piece of the balloon/remaining parts of the delivery system would be withdrawn along with the esheath. Which, was not successful. The surgeon then performed an open cut down of the rcfa to remove the broken portion of the ds balloon. A coda balloon was inserted from the lcfa and used to maintain hemostasis, during the removal of the delivery system balloon and repair to the rcfa. Prior to final surgical repair of the rcfa a 28mm true balloon was positioned across the 23mm s3u in the ascending aorta, and expanded using 36cc's of volume from the atrion. And the implanting ic stated, he felt valve was stable and not at risk of migration. The decision was made to not place a covered stent within the valve. The patient remained stable throughout the procedure. And was transported out of the room in stable condition. Per the fcs, the initial reporter did not allege the edwards devices were deficient in some way. There was no damage to the esheath.